Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient continues to get 2 different errors on their remote and stated it was happening more and more. They took the battery out, and/or turn off. Then might work for a bit. It was taking forever to charge. Patient stated they need this corrected as soon as possible, only because their battery is dead and they need to charge it. The screens seen on the patient controller are rm04 and software problem 1 - intellis, 2 - 3.0, 3 - 243, 4 - qf_port. Additional information was reported. They stated that the reason for call was for a few months the pt received the error messages system problem rm04 and software problem 1.intellis 2.3.0 3.243 4.qf_port. The pt reset their controller which resolved the system problem rmo4 issue, the pt is still receiving the software problem error message. The software problem error message appears every time the the pt tries to charge their ins and they are unable to charge their ins and the ins is almost depleted. Pt confirmed that there is no external damage on the rtm or the controller. Pt stated that the rtm sometimes heats up when charging ins but not every time. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rtm and controller.

Manufacturer narrative:
Continuation of d10: product ID 97755,serial# (B)(6), product type recharger product ID 97745, serial# (B)(6); product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6). Revealed the device had to be scrapped as they were stuck on checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.